Manufacturer narrative:
(B)(4). Date sent: 8/28/2024. Additional information was requested and the following was obtained: what were the indications for surgery? Unavailable. Was the procedure done in an open or laparoscopic procedure? Laparoscopic. Was the procedure completed in an open or laparoscopic procedure? Laparoscopic. What was confirmed to assure the anvil was in place prior to firing? Was the anvil fully connected, if yes, how do they know? Unknown. What surgical procedure was performed? Bowel resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device? Unknown, was informed provider had used device before without issue. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Unknown. Was the green checkmark visible at the end of the firing? Unknown. How many counter-clockwise revolutions of the adjusting knob were used to open the device? Unknown. Was there any difficulty removing the device? Yes, anvil was to be ¿stuck¿, difficult to remove. Was a complete transection of the white breakaway washer visually confirmed? Unknown. Were the donuts inspected? If so, please describe. Unknown. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? No issue with staple formation. It is believed there were other contributing factors that include patient tissue condition. The contributing factors could not be ascertained.

Manufacturer narrative:
(B)(4). Date sent: 7/17/2024. D4: batch # unk. B3: only event year known: 2024. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if there was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a bowel resection. The device was clicked together well and fired ok, but the anvil got stuck inside the colon. Couldn't get it out from down below. Needed to open the anastomosis to get the anvil out. Provider would like this sent in for investigation. No other information was provided, requested follow up with someone in the case.

Manufacturer narrative:
(B)(4). Date sent: 8/12/2024. H6: health effect clinical code gastrointestinal system (e10). Corrected data: b1, b2, h1. Additional information was requested, and the following was obtained: could you please clarify if there were any patient consequences? The facility verified there was no patient consequence from the stapler malfunction could you please clarify if there was any change in the post-operative care of the patient as a result of the event? The patient did need an ostomy, but providers didn¿t feel it was direct result of the stapler malfunction. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Was the procedure done in an open or laparoscopic procedure? Was the procedure completed in an open or laparoscopic procedure? What was confirmed to assure the anvil was in place prior to firing? Was the anvil fully connected, if yes, how do they know? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition?

Manufacturer narrative:
(B)(4). Date sent 8/28/2024. D4: batch #600c10. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, the anvil was removed and reinserted several times without difficulties. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 600c10, and no non-conformances related to the reported complaint condition were identified.